Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced by a new pace/sense due to an inappropriate shock caused by oversensing. Lead impedance also jumped to greater than 3000 ohms. The lead was explanted and replaced. It was also reported that a lawsuit alleged that the patient 'suffered physical and other injury as a result of the recalled lead', and the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective' lead. It also alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages.' The patient has further suffered 'various physical manifestations of emotional distress'. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced by a new pace/sense due to an inappropriate shock caused by oversensing. Lead impedance also jumped to greater than 3000 ohms. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. A lawsuit alleged that the patient 'suffered physical and other injury as a result of the recalled lead', and the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including, but not limited to surgery, removal and/or replacement of the defective' lead. It also alleged that the patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages.' The patient has further suffered' various.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Event description, it was further reported that the right ventricular (rv) high voltage lead was suspected of being fractured. The rv pace sense lead and the remaining portion of the high voltage rv lead were unipolarized and replaced due to medical judgement. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4), the full lead was returned and analyzed. Analysis was not performed due to a legal complaint.